Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Correction: following the submission of the initial MDR, the batch number was corrected from ¿unknown¿ to 5182762. Evaluation: five samples and two photos of 3 ml luer-lok syringes (part number 305060, batch 5182762) were received for evaluation. The syringes were loose, with one showing a cut barrel and plunger rod near the bd logo. Packaging issues included one empty package with an open seal and three top web slips that were partially cut. Photos confirmed the loose syringes and damaged packaging. These conditions do not meet product specifications. A defect notification was issued during production, and requalification cleared the line; however, some defective units may have escaped detection. The likely root cause of the damaged packaging, compromised seal integrity, and barrel damage is linked to the slitter area of the packaging process. Complaints related to this device and condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews this data to identify emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill package was damaged / defective. The following information was provided by the initial reporter: material # 305060 batch # unknown verbatim: rcc received a complaint via email. Email(s) attached. We have received a quality complaint on product sold to our customer. Please contact the customer, cc **** and include complaint # (B)(4) on any future communications. Injuries or adverse event: no item: 305060 quantity affected: (B)(4) boxes serial/lot number: n/a po : (B)(6). Are any samples available for return? Yes reported issue: the va received 1 box of item b-d305060 and in the box the pictures below were found. The box did have the majority sealed in packages, however, the 5 syringes were not sealed in any package. Customer disposition request: replacement.